Manufacturer narrative:
(B)(4). Please note this MDR was initially submitted on 5 march 2014. However, due to an internal processing error on FDA's gateway website no acknowledgement receipts were received. The esg help desk has advised to resend this report as a new submission. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc4020 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint nasal prongs were received and were visually inspected. They were also pull tested to check their retention strength. Results: visual inspection revealed no visible damage to the prongs. The pull test revealed that the prongs were out of specification for this product. The user instructions that accompany the flexitrunk state the following: connect prongs or mask to nasal tubing ensuring that it is inserted fully. Check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal mask or prongs.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the bc4030 infant nasal prongs disconnected from the bc191 flexitrunk nasal tubing during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the bc4030 infant nasal prongs from a bc191 flexitrunk nasal tubing disconnected during use. No patient consequence was reported.